Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts and suture are free from the insertion needle. Examination of the construct showed the distal end of t1 is missing, the suture and t2 show no abnormalities. The actuator is in its pre-t2 deployment position indicating a pre-deployment of t2. He device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This is an acknowledged failure mode that has been evaluated and is being monitored. Further actions are not warranted at this time. Device evaluated by the manufacturer evaluation codes updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported after the t1 was deployed, the t2 implant came off. A backup device was readily available. There were no delays or patient injuries reported.